Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon pre-discharge interrogation, no capture and inconsistent sensing were noted on the ra lead. Lead dislodgement was confirmed by x-ray. The lead was reposition and the patient was stable.